Manufacturer narrative:
The customer contacted a siemens customer care center. The customer reported that quality controls (qcs) recovered within acceptable ranges in the morning and outside of acceptable ranges in the afternoon. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse determined that qc recoveries were within acceptable ranges at the time of the visit. The cse replaced the pinch valves for all aspiration probes. The cse also replaced the water line 2-way valves for dispense port 1, dispense port 2, dispense port 3, and the wash displacement port. The malfunction of several components potentially contributed to the unacceptable qc recoveries and discordant vitamin b12 and alpha-fetoprotein results. After replacing the aspiration pinch valves and the water line 2-way valves, the issue was resolved. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that discordant vitamin b12 (vb12) and alpha-fetoprotein (afp) results were obtained on patient samples on an advia centaur xpt instrument. The discordant results were reported to the physician(s). Samples from these patients were processed on an alternate advia centaur xpt instrument. The results obtained on the alternate instrument were reported, as the correct results, to the physician(s). The customer did not provide patient data. They provided quality control (qc) recoveries that were obtained on the day of the event. There are no known reports of patient intervention or adverse health consequences due to the discordant vb12 and afp results.